Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age & gender unk), the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.